Event description:
Nurse practitioner setting up to place a PICC line. When flushing the t-connector with normal saline fluid noted to be leaking around the rubber t-site. The nurse got another t-connector and the same result with leaking fluid around the rubber t-site. The third device functioned as it should.